Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines remained in critical override and could not be removed from that state. A technical support specialist (tss) dialed into the server, verified that the behavior matched the knowledge article unable to edit/add devices and/or units, and restarted the print spooler service. After the restart, the tss confirmed access to settings and devices and successfully ran reports, resolving the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machines remained in critical override mode, and attempts to remove them were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.